Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found internal shorts between conductors due to the twisted coils consistent with procedural damage. External insulation abrasion was noted at 2.8cm to 3.1cm from the distal tip, exposing the outer coil caused by friction to another device or feature of the heart. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.